Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. One opened probe was received, with a tip protector, in a tray, for the report. The sample was visually inspected and found to be nonconforming with orange/brown foreign material on the port face and on the welded cap. The sample was then functionally tested for actuation and cut. The sample was found to be conforming for cut and nonconforming for actuation. The probe was disassembled and the components inspected. Nominal wear observed on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Retested actuation with probe driver, conforming gouge marks observed at bend area on the inner cutter. The probe engine was disassembled, and the components were inspected. O-rings, spacer, and diaphragm are all intact adhesive on the extension/diaphragm was found to be nonconforming. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification (rfid) tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The investigation conducted a non-conformance review of the reported lot number. No deviations were identified, and all corresponding production release specifications defined in the device master record were met. Based on the evaluation of the information and materials received, the investigation concluded that the root cause of the reported event is not determined as the returned sample was conforming for cut functional testing. The complaint evaluation indicated the probe had actuation failure. The exact cause of the actuation failure cannot be determined from the evaluation performed. A manufacturing related potential contributor factor was identified, excess adhesive observed on the extension/diaphragm and cannot be ruled out for the actuation problem as reported. No further investigative or manufacturing actions are warranted at this time due to that the returned sample met specification for cut. A non-conformance was completed for the excess adhesive observed on the extension/diaphragm. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. A nonconformance investigation was completed to investigate the trend identified for probes with would not cut or actuate issues. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all company products is reviewed monthly to monitor for adverse trends. During the last review, adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).

Event description:
A pharmacist reported that vitrectomy probe was no longer cutting during the cataract and vitrectomy combination. The surgery was completed after replacing the cassette with another one. There was no impact on patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is:(B)(4).